Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had high capture threshold and low pacing impedance. It was further observed the lead was damaged by clavicular crush. The lead was capped and replaced without issue on (B)(6) 2021. The patient was stable.